Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-apr-13 reporting that the device only worked when they were sitting down resting. The patient had used it a few times when they were out shopping but it never stopped the pain. The device had been discarded after explant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) wasn¿t working; it only worked when the patient sat down and rested. The patient also mentioned that the ins didn¿t help at all and it was removed on (B)(6) 2016. There were no further complications reported or anticipated.